Event description:
It was reported that under infusion was observed in a small volume folfusor during infusion of unknown medication. There is no report of patient/user injury or medical intervention was needed in association with this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The lot 13g003 was manufactured june 28, 2013 - july 1, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.